Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 4y 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Manufacturing site evaluation: the paedinav valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation: the valve was received submersed. The visual inspection revealed that the valve had no deformations or other abnormalities. Failure: suspicion of under-drainage. Patient age 15 years. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test: this test is performed with an apparatus which simulates a cerebrospinal flow (csf). Because the valve was not permeable, this test for under-drainage is not applicable or possible. Results: after the tests, we have dismantled the valve. Inside, we did not find a build-up of substances (likely protein). Even if no deposits have been found, small amounts of blood or protein that are not visible can lead to a temporary blockage. The valve was not permeable. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.